Manufacturer narrative:
(B)(4) date sent: 1/20/2017. Batch # (B)(4). The analysis results found that the ats45 device was returned with the firing mechanism damaged. A 6r45b cartridge was loaded on the device fully fired. In addition, with the knife exposed. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pusher block was found disengaged from the firing rack. While no conclusion could be reached as to how the pusher block became disengaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a sigmoid procedure, after closing the clamp, it was impossible to staple. Use of a second one and same problem. Use of a third clamp (see case (B)(4)). The charger got stuck and it was impossible to load another charger. Use of a fourth clamp to complete the procedure. There were no adverse consequences for the patient.